Event description:
Same case as MDR ID # 2134265-2014-05579, 2134265-2014-05585 and 2134265-2014-05580. It was reported that balloon ruptured occurred. The target lesion was located in the calcified superior femoral artery (sfa). After doing atherectomy a non bsc stent was implanted in the sfa. A 7.0 x20, 135cm, 7.0 x40, 135cm, 7.0 x40, 135cm and 8.0 x20, 135cm charger¿ balloon catheter. Were used to post dilate the stent but all balloons ruptured before reaching nominal pressure. The procedure was completed with an unspecified size charger balloon catheter. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).